Event description:
It was reported that a flogard infusion pump was not working. It is unknown when the reported condition was occurred. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). The device was serviced on-site by a field service technician. The alarm history was reviewed with no issue found. No defect was observed during visual inspection. Failure code 74 was noticed during functional test. The reported problem, pump does not function, was confirmed as alarm code 74. The assignable cause for the reported condition was determined to be a damaged sensor board. The device was swapped to resolve the reported problem. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.